Manufacturer narrative:
On 30-jun-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a clot in the catheter. It was reported by that the pentaray® catheter after working for the first time and taken out of the body, was not able to flush when put into the body for the second time to map the left side. The reporter stated that they thought there was a clot in the catheter and the physician decided to change the catheter. The catheter was replaced and the issue resolved. (The physician believed the clot was lodged into the tip of the catheter, and when the tip was flushed blood came out in small clots--however, the medical staff was unable to dislodge the clot responsible for the blockage). Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the pentaray catheter. The catheter was tested: the electrical, carto and deflection values were observed within specifications. However, during the patency test was found reddish material inside of irrigation tube. Failure analysis: an aluminum wire was introduced in the luer hub and passed it through all the catheter. The wire got stuck in the tip section. A cut was performed at 0.5 cm from the ring #22 and the irrigation tube was found occluded by reddish material. A manufacturing record evaluation was performed for the finished device [30536370l] number, and no internal actions related to the reported complaint condition were identified. The patency test failed since no all the holes were irrigating. The instructions for use (IFU) states that : to prevent thromboembolism, intravenous heparin (target act of = 300 s) should be administered prior to or immediately following transseptal puncture during af ablation procedures. Before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. The root cause of the irrigation remains unknown. The root cause of this occlusion is related to during procedure cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a clot in the catheter. It was reported by that the pentaray¿ catheter after working for the first time and taken out of the body, was not able to flush when put into the body for the second time to map the left side. The reporter stated that they thought there was a clot in the catheter and the physician decided to change the catheter. The catheter was replaced and the issue resolved. (The physician believed the clot was lodged into the tip of the catheter, and when the tip was flushed blood came out in small clots--however, the medical staff was unable to dislodge the clot responsible for the blockage). It was also reported that the pentaray¿ catheter had a catheter 20-a sensor error (error#116) displayed on the carto¿ 3 system. The cable was replaced without resolution. The catheter was replaced and the issue persisted. The 20-pole eco cable was replaced and the issue resolved. The case continued. Replacement 20-pole eco cable requested. No error was noted from the irrigation pump. First added more pressure to the pressure bag which didnt resolve the issue. A syringe was placed on the 3 way stopcock and pressure was applied to the pentaray using manual pressure which didnt resolve. The tip of the catheter was soaked in a fluid bath and then manual pressure applied again with no resolve. We were unable to break free the obstruction so the catheter was replaced. There was no issues related to temperature and flow on the catheter. The act was above 300 and yes heparinized saline was used. The occlusion/lack of irrigation is not MDR-reportable. The thrombus/clot is MDR-reportable.

Manufacturer narrative:
On 6/3/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).